Manufacturer narrative:
Concomitant medications: aspirin 325mg daily, (B)(6) 2010, continuing; lisinopril 10mg daily, (B)(6) 2009, continuing; isosorbide 30mg daily, (B)(6) 2010, continuing; metoprolol 25mg daily, (B)(6) 2010, continuing; crestor 10mg daily, (B)(6) 2009, continuing. Information received from (B)(4) study indicated that plaque shift occurred during a coronary artery stenting procedure. The patient's medical history is significant for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, asbestosis and a prostate biopsy. The target lesion was the mid and distal right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10mm in length, and de novo. The second lesion was in the distal rca and was described as 99% stenosed, 18mm in length, and de novo. The reference vessel was 3.5mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. There was difficulty crossing the lesion, but a 3.5 x 13mm cypher rx was implanted at 16atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18mm cypher stent at 16atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13mm cypher at 16atm for 30 seconds. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. Pre procedure timi flow was 1; post procedure timi flow was 3. The patient was discharged the following day. The product was implanted and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Plaque shift ("distal plaque extrusion") is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00241 and 3003742446-2010-00242.

Event description:
As reported via (B)(4) study, a patient experienced "distal plaque extrusion" of two cypher stents. At the time of the index procedure, angiography revealed stenosis in the right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10mm in length, and denovo. The second lesion was in the distal rca and was described as 99% stenosed, 18mm in length, and denovo. The reference vessel was 3.5mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. There was difficulty crossing the lesion, but a 3.5 x 13mm cypher rx was implanted at 16atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18mm cypher stent at 16atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13mm cypher at 16atm for 30 seconds. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. Pre procedure timi flow was 1; post procedure timi flow was 3. The patient was discharged the following day.

Manufacturer narrative:
Information received from the (B)(4) study indicated the patient experienced a stent fracture approximately one month after implantation of three cypher stents. The patient's medical history is significant for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, asbestosis and a prostate biopsy. The target lesion was the mid and distal right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10mm in length, and de novo. The second lesion was in the distal rca and was described as 99% stenosed, 18mm in length, and de novo. The reference vessel was 3.5mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. There was difficulty crossing the lesion, but a 3.5 x 13mm cypher rx was implanted at 16atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18mm cypher stent at 16atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13mm cypher at 16atm for 30 seconds. All three stents were overlapping. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. These events of plaque shift have been previously reported. Pre procedure timi flow was 1; post procedure timi flow was 3. There is a good final result and no evidence of stent fracture at the end of the index/baseline procedure. The patient was discharged the following day. A follow-up angiogram performed approximately a month later revealed a stent fracture with abundant movement and displacement of fractured fragments. The site indicated that the film shows no evidence of in-stent restenosis, no presence of thrombus but a "v" type stent fracture located in the most proximal stent deployed to treat the mid rca lesion, the 3.5x13mm cypher stent. The images for the baseline and follow-up were compared and there is a significant change in the angulation of the stented segment leading to suspect stent fracture. This finding was supported by the observed discontinuation of the stent struts on one side creating the "v" type appearance. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The film was reviewed by the study and indicated that the angulation of the vessel proximal to the overlap likely contributed to the stent fracture. Additionally ''the vessel remodeled to its former shape and the wall stress was relieved with the change in the stent conformation.'' While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Based on the information provided, there are vessel factors (overlapping stents, vessel angulation and abundant movement of stented segment) that may have contributed to the stent strut fracture observed. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information was received via (B)(6) on (B)(4) 2011. On (B)(6) 2010, approximately (B)(6) weeks after the index procedure, the patient experienced a stent fracture of the 3.5 x 13mm stent that had been implanted in the mid rca. The fracture was proximal to the overlap and was a stent fracture with v-form division of the stent. It was noted that angulation of the vessel proximal to the overlap likely contributed to the "strut fracture or deformation". They felt that the vessel remodeled to its former shape and the wall stress was relieved with the change in the stent conformation. There was no restenosis or clinical consequence to the perceived fracture and no treatment was provided. Additional information from the adjudication minutes received on (B)(4) 2011, indicated that at the time of the index procedure, there was 0% visual diameter residual stenosis in the mid rca and distal rca; however there was 16% mid rca and 17% distal rca stenosis reported via the angiographic core lab report. Adjudication minutes also reported that the stents were widely patent via the angiography report; however, angiographic core lab reported 14% distal and 8% mid rca stenosis at the time of the stent fracture. Additional information will be submitted within 30 days of receipt.

Event description:
Addendum ((B)(4) 2012): additional information received indicated that a patient also experienced coronary artery dissection following 3.5x13mm cypher stent at the time of index procedure. As per the narratives from the site, at the time of index procedure, the patient underwent 3.5x13mm cypher stent placement and distal edge of the stent showed an irregularity comparable to a spiral dissection. The grade of the dissection was reported as d with timi iii flow. And a 2nd 3.5x18mm cypher stent was implanted, overlapping the 1st stent distally. There was no dissection observed after this stent placement. A 3rd 3x13mm cypher stent was then deployed overlapping the 2nd stent to cover some diffuse disease at the distal end of the 2nd stent. No additional information was provided.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced "distal plaque extrusion" of two cypher stents, arterial dissection during the index and stent fracture as well as coronary artery stenosis in the proximal circumflex (a non-target vessel) approximately one month after the index procedure. This is a (B)(6) male patient. The patient's medical history is significant for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, asbestosis and a prostate biopsy. The target lesion was the mid and distal right coronary artery (rca). The mid rca lesion was described as 99% stenosed, 10 mm in length, and de novo. The second lesion was in the distal rca and was described as 99% stenosed, 18 mm in length, and de novo. The reference vessel was 3.5 mm in diameter. The mid rca lesion was pre-dilated with a 3.0 x 15 mm balloon at 18 atm. There was difficulty crossing the lesion, but a 3.5 x 13 mm cypher rx was implanted at 16 atm for 30 seconds. Subsequent angiography revealed distal plaque extrusion, which was covered with a 3.5 x 18 mm cypher stent at 16 atm for 30 seconds. The stent overlap zone was further dilated with the same stent delivery balloon at 18 atm for 20 seconds. Subsequent angiography revealed yet more distal plaque extrusion, which was then covered with a 3.0 x 13 mm cypher at 16 atm for 30 seconds. Additional post dilation was performed in the stent overlap zone with the same stent delivery balloon and then all three stents were post dilated with no further complications. Pre procedure timi flow was 1; post procedure timi flow was 3. Information received indicated that a patient also experienced coronary artery dissection following 3.5x13 mm cypher stent at the time of index procedure. As per the narratives from the site, at the time of index procedure, the patient underwent 3.5x13 mm cypher stent placement and distal edge of the stent showed an irregularity comparable to a spiral dissection. The grade of the dissection was reported as d with timi iii flow. And a 2nd 3.5x18 mm cypher stent was implanted, overlapping the 1st stent distally. There was no dissection observed after this stent placement. A 3rd 3x13 mm cypher stent was then deployed overlapping the 2nd stent to cover some diffuse disease at the distal end of the 2nd stent. No additional information was provided. The patient was discharged the following day. Information from the adjudication minutes reported that at the time of the index procedure, there was 0% visual diameter residual stenosis by in the mid rca and distal rca; however there was 16% mid rca and 17% distal rca stenosis reported via the angiographic core lab report. On (B)(6) 2010, approximately one month after the index procedure, the patient experienced a stent fracture/separation of the 3.5 x 13 mm stent that had been implanted in the mid rca. The indication for the cath was a positive functional ischemia study and an abnormal feeling in his chest. The fracture was proximal to the overlap and was a complete transverse stent fracture with abundant movement and displacement of fractured fragments more than 1mm during the cardiac cycle. No treatment was reported. This finding was discovered via angiographic core lab review of the catheterization cd, but the fracture was not seen by the treating physician and he reported that there was no clinical effect seen and this was confirmed in the cath report. Adjudication minutes reported that the stents were widely patent via the angiography report; however, angiographic core lab reported 14% distal and 8% mid rca stenosis. Angiography also revealed 90% stenosis in the distal circumflex (a non-target vessel) that was treated with a 2.5 x 13 mm cypher deployed at 16 atm for 30 seconds and distal balloon angioplasty. There were no complications reported. The cypher stents that had been implanted in the right coronary artery during the index procedure were noted to be widely patent. Additional information from angiographic core lab indicated that angulation of the vessel proximal to the overlap likely contributed to the "strut" fraction or deformation. They felt that the vessel remodeled to its former shape and the wall stress was relieved with the change in the stent conformation. There was no restenosis or clinical consequence to the perceived fracture. The fracture was down-graded from a 4 to a 2, which is stent fracture with v form division of the stent, instead of complete transverse stent fraction with abundant movement and displacement as previously reported. According to the investigator, the new lesion in the circumflex artery was not related to the index procedure or the cordis stents. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15047348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Plaque shift ("distal plaque extrusion") i.e. Coronary embolism is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat stenosis of a long lesion with stent overlap. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.